Event description:
Customer reported that touchscreen on pump was cracked and shattered, rendering it unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support arranged for replacement of the pump as it was under warranty, instructed the customer to use mdi as backup therapy, and provided guidance on returning the damaged pump using a pre-paid label.